Manufacturer narrative:
(B)(4). The 2.8 x 16 mm graftmaster mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and the subsequent treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified distal left circumflex artery. When attempting to the treat a perforation, the 2.8 x 19 mm and 2.8 x 16 mm graftmaster stent delivery systems could not cross the lesion. This was due to the anatomy. The patient was sent for coronary artery bypass graft (CABG) surgery. No additional information was provided.